Manufacturer narrative:
The failure investigation has been completed. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.